Event description:
The ICU nurse stated while using the right turn assist and turning the patient onto her right side, the wheels on the left side of the bed lifted off the floor. She said it was unnerving. They pulled patient back and bed came back down on all four casters. There were two rns on one side of the bed and an rn and pct on the other side turning the patient. She also said the left turn assist was not working. The patient was around (B)(6). No injury.

Manufacturer narrative:
The field technician inspected the bed and could not duplicate the alleged issue.